Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited fc 1005 indicative of an open circuit condition during shock delivery. The ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.